Event description:
A surgeon reported that one day after a glaucoma filtration shunt was implanted, it touched to the iris and the pt had hypotony. On postoperative day two, the surgeon added a suture to the eye and the reported events were noted to be resolved on postoperative day three. The pt remained stable thereafter and the shunt remains implanted.

Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There has been on similar complaint in the lot number. (B)(4).